Event description:
It was reported that post-implant, the patient developed a small hematoma at the device site. A nurse applied pressure to the site, whereupon the patient developed hypotension. The patient was given IV fluids, with good response, and the device remains in use. No further patient complications have been reported as a result of this event. The patient was noted to be part of the (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is the same as a device marketed in the u.s. Concomitant: 439888 implantable pacing lead, (B)(6) 2013; 5076-52 implantable pacing lead, (B)(6) 2013. (B)(4).